Event description:
It was reported that the device lasted less than 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88, implantable pacing lead, (B)(6) 2011. 4076-52, implantable pacing lead, (B)(6) 2011. (B)(4).